Manufacturer narrative:
(B)(4) combined report. It was reported that the patient was getting out of bed and fell, thus resulting in a periprosthetic and the subsequent revision. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. As this event was the result of patient falling post-op this case will now be closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of a trifit ts stem, trinity dual mobility insert and trinity modular head after 8 days due to periprosthetic fracture. It was reported that the patient attempted to get out of bed and fell.